Event description:
It was reported there was low impedance on the atrial lead and right ventricular lead, and high impedance on the rv defib and svc coils and that the patient was a "sick man". The patient's ejection fraction was 28-30% and had many appropriately treated sustained vt and vt storms. On (B)(6) 2009, patient was admitted into the hospital for chest pain and unstable angina with enzymes negative for infarct. Device interrogation showed no vt episodes. The patient was discharged on (B)(6) 2009 and was reported to have died (B)(6) 2009. Cause of death: "severe sustained vt that they couldn't get under control". There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.